Manufacturer narrative:
Updated data: b5. Second paragraph added d4. H4. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty was performed as standard for the implanting physician. Following deployment, the first valve dislodged. A second valve was loaded into a delivery catheter system; however, the patient began to decompensate before delivery could begin. An ascending aortic dissection was identified. Interventional radiology and vascular surgery were called. An attempt was made to snare the dislodged valve and place a stent. Despite these efforts, the patient died. The medtronic device was noted to have contributed to the adverse outcome. Other contributing factors included the patient's dilated ascending aorta. Additional information was received that per the physician, the delivery catheter system did not contribute to the patient's death. The patient's underlying condition of severe aortic stenosis which required the transcatheter aortic valve replacement procedure contributed to the death.

Event description:
It was reported that prior to the implant of this transcatheter bioprosthetic valve, a pre-implant balloon aortic valvuloplasty was performed as standard for the implanting physician. Following deployment, the first valve dislodged. A second valve was loaded into a delivery catheter system; however, the patient began to decompensate before delivery could begin. An ascending aortic dissection was identified. Interventional radiology and vascular surgery were called. An attempt was made to snare the dislodged valve and place a stent. Despite these efforts, the patient died. The medtronic device was noted to have contributed to the adverse outcome. Other contributing factors included the patient's dilated ascending aorta.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: e vfxplus-29, serial/lot #: (B)(6), ubd: 16-jul-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that pocket cultures were negative.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the aortic dissection occurred when the second system was advancing over the the aortic arch, moving the first valve that had dislodged. Per the physician, the second dcs did not cause or contribute to the dissection.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.